Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and perforation of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and perforation of the ivc.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was right lower extremity deep vein thrombosis (dvt) in the area of the popliteal vein on anticoagulation and the need for surgical intervention of a small bowel obstruction. History includes appendectomy and previous laparotomy. The filter was deployed without difficulty at the l2-l3 junction, inferior to that of the renal veins, as documented by the venogram. The patient tolerated that portion of the procedure well. The physician proceeded to perform an exploratory laparotomy and lysis of adhesions. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and perforation of the ivc. Approximately six years and six months after implant, the patient presents with ivc, iliac, and femoral deep venous thrombosis, and severe bilateral leg swelling. Filter removal was done with ultrasound guidance, acute thrombus within both popliteal veins, occlusion of the ivc below the filter, bilateral common iliac veins, external iliac veins, and superficial femoral veins was noted. The superior and inferior portions of the ivc filter were removed; however, several of the of the lateral struts remain in place. Tpa was infused for several hours in the recovery room. A repeat angiogram demonstrated persistent stenoses of the bilateral common iliac veins with filling defects upstream, compatible with thrombus. Pharmacomechanical thrombectomy was done. A stent was deployed within the remaining pieces of the ivc filter and other stents were deployed within the bilateral common iliac veins, bilateral external iliac veins, and proximal bilateral common femoral veins. Per the patient profile form (ppf), the patient reports a fractured filter, perforation of filter struts outside the ivc, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device is unable to be retrieved. The filter was removed, however, there are fractured filter struts retained in their body. The patient reports severe pain and severe swelling, stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture/separation with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, swelling of the legs and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: product code.

Manufacturer narrative:
Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to patient having right lower extremity deep vein thrombosis (dvt) in the area of the popliteal vein. The patient was on heparin and since there was no resolution of the small bowel obstruction, the patient required surgical intervention and as a result was in need for the ivc filter. The patient also has a previous history of an appendectomy and previous laparotomy. During placement of the filter via the right common femoral vein, the filter was deployed without difficulty at the l2-l3 junction, which was inferior to that of the renal veins as documented by the venogram. The patient tolerated that portion of the procedure well. After placement of the filter was completed, the physician proceeded to perform an exploratory laparotomy and lysis of adhesions. The patient tolerated the rest procedure well and was taken to the recovery room where the patient arrived extubated in satisfactory condition. Approximately on or about six years and six months post implantation of the ivc filter, the presents with ivc, iliac, and femoral deep venous thrombosis, and severe bilateral leg swelling. During the ivc removal procedure, the patient underwent ultrasound guidance which demonstrated acute thrombus within both popliteal veins. Bilateral venograms and inferior venacavogram were also performed and revealed occlusion of the infrafilter ivc, bilateral common iliac veins, external iliac veins, and superficial femoral veins. Using an unknown long sheath and unknown endoscopic forceps, the superior and inferior portions of the ivc filter were removed. Several of the of the lateral struts of the filter remained in place. A repeat angiogram was performed demonstrating the absence of contrast extravasation. Tpa was infused through the thrombolysis catheters and heparin was infused through the popliteal vein unknown sheaths for several hours in the recovery room. After several hours, the patient was returned to the interventional suite where a repeat angiogram was performed demonstrating persistent stenoses of the bilateral common iliac veins with filling defects upstream, compatible with thrombus. Pharmacomechanical thrombectomy was then performed. A non-cordis stent was deployed within the remaining pieces of the ivc filter and other non-cordis stents were deployed within the bilateral common iliac veins, bilateral external iliac veins, and proximal bilateral common femoral veins. Suction and mechanical thrombectomy were the performed. The patient tolerated the procedure well and was transferred to recovery without immediate post procedure complications. According to the information received in the patient profile form (ppf), approximately on or about six years and six months post implantation of the ivc filter the patient became aware of the alleged events and reports to have fractured filter, perforation of filter struts outside the ivc, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device is unable to be retrieved. The filter was removed, however, there are fractured filter struts retained in their body. The patient states to suffer from severe pain and severe swelling, which makes it difficult to walk. The patient also states to have stress and anxiety from the filter struts remaining in their body that could cause future harm. The patient reports to still have multiple fractured pieces of the device as well as a non-cordis stent that was placed. Additional information is pending and will be submitted within 30 days upon receipt.